Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced loose IV set connection, and leakage. The following information was provided by the initial reporter: threads of extension tubing do not connect securely to the hub of the IV catheter. This causes leaking of blood, medication, and IV contrast.

Manufacturer narrative:
H6: investigation summary: a complaint of threads not connecting properly causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5304 lot number 21085314 was performed. The search showed that a total of 12,803 units in 1 lot number was built on 05aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced loose IV set connection, and leakage. The following information was provided by the initial reporter: threads of extension tubing do not connect securely to the hub of the IV catheter. This causes leaking of blood, medication, and IV contrast.